Manufacturer narrative:
The reporter¿s phone number was not provided. The manufacturing location is currently unavailable. The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device ceased to function when the surgeon was cutting at the proximal part of the tibial after a cut at the distal part of the femoral. According to the reporter, it seemed there was no overload use, nor an increase in temperature of the device. There was a thirty-minute delay to the surgical procedure. A spare device was used to complete the surgery. The reporter indicated that the device functioned properly during incoming inspection at the hospital on (B)(6) 2018. Although the device caused some malfunctions, it was stabilized if operated several times when it was checked before the surgery. There was patient involvement reported. It was reported that there was no adverse consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 4/25/2016. The UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor power was too low. It was further determined that the device failed pretest for check oscillation frequency. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.